Event description:
It was reported that after a urinary tract procedure, the staple line had a leak. A re-operation was performed to rectify the situation. There was no adverse consequence to the patient.